Event description:
A patient was at the hospital for an outpatient md appointment. The patient was with family in the cafeteria and family witnessed the patient's arrest. ICU clinicians at scene began CPR and pulled the zoll AED plus defibrillator to begin resuscitation. The AED powered up and went through the self test, advised "unit ok", then shut itself off. This occurred two times. CPR was continued throughout the period of getting the AED to complete its power up sequence. The outpatient code team responded to scene with their defibrillator which was then used for the duration of the resuscitation effort. The first shock was delivered 8 minutes later. Resuscitation efforts were unsuccessful. The involved AED plus was reviewed by biomed after these events. The AED plus is designed with a status indicator that shows a green check or red "x" to indicate if the machine has adequate battery strength. Prior to and after these events, this device had a green check showing. Page 4 of the zoll AED plus administrator's guide "check mark indicates the unit passed its last self test and is ready for use." The AED plus device takes 10 duracell batteries, type 123a (lithium manganese dioxide batteries). The batteries that were in this device when it failed had an expiration date of 2013. These batteries had been in the device since the device was deployed 2 yrs earlier. ======================manufacturer response for defibrillator, AED, AED plus======================they're investigating.